Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit has a broken case and displays a feed error. Upon triage on (B)(6) 2016 the service tech found that the unit has a burnt component on the main pcb, a burnt smell, and a burn mark on the battery.